Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump under-infused; further described as "antibiotic did not infuse completely". The process step was not specified. The antibiotic volume is usually 1.5ml which is dispensed in a 3ml non-baxter syringe. There was no report of patient injury or medical intervention associated with this event. No additional information is available.